Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-06755. It was reported that following a coronary artery stenting treatment procedure, the patient had heart failure. In jun 2013, the patient was referred for cardiac catheterization per the study protocol. The target lesion was located in the mid extending into distal right coronary artery (rca) with 85% stenosis and was 70mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of two promus element stents of size 2.50x38mm and 3.00x38mm, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the site reported an event of heart failure. The patient was hospitalized and treated with medication. The patient was recovering and the event was resolving.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).